Event description:
On (B)(6) 2009, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The trunk-lpsilateral leg component and the contralateral leg component were placed and deployed without any difficulties. A 33mm equalizer balloon was used to balloon the contralateral leg component. As the physician was removing the balloon and the sheath, the patient's blood pressure bottomed out. A retrograde angiogram was shot and it revealed contrast distal to the contralateral leg component. The left common iliac had torn. The patient went into cardiac arrest. A fluency stent was placed to cover the lesion, which was unsuccessful. Another angiogram was shot, and it revealed a continued leak. The physician decided to repair the vessel damage surgically. The left common iliac artery was repaired with sutures and the patient was closed up. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).